Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 vad modular cable (lot number 10620471) was returned for evaluation following the reported event of the patient passing away. The mod cable passed functional testing without issue and was able to operate a mock circulatory loop for extended operation as intended. Review of the submitted and downloaded log files, extracted from (B)(6), did not indicate any issues with the modular cable and have been further addressed under the system controller (B)(6) investigation. All of the captured data appeared to show the system operating as intended. The reported event could not be correlated to an issue with the modular cable. Device history records were not required to be reviewed per investigation procedures. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU with heartmate touch (rev. D) section 8 and the heartmate 3 left ventricular assist system (lvas) patient handbook (rev. A) section 6 address how to store, maintain, and care for all equipment, including the modular cable. The heartmate 3 IFU and heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system controller alarmed for a driveline communication b fault alarm on (B)(6) 2024. Log files were submitted for review and captured driveline communication faults. The system controller and modular cable were exchanged. On (B)(6) 2024 the patient experienced another driveline communication b fault alarm. Additional log files were submitted for review. The event log file captured a driveline communication b fault at 13:45:47 on 19jul204. The log files also showed a driveline power fault on (B)(6) 2024. The driveline power faults were intermittent and associated with a (f5) pwr_b_broken. The driveline communication faults were also intermittent and associated with (f20) com_b_fault. X-rays were taken of the driveline, and it showed a tight loop in the pump end of the bend relief. The patient stated that the driveline was pulled. The patient arrived at the hospital on (B)(6) 2024 for assessment of the driveline by an engineer. After the assessment it was determined that the pump cable end would be cleaned the following morning on (B)(6) 2024 due to fluid ingress of the modular cable and pump cable connection causing oxidation. The ventricular assist device (vad) coordinator stated that the patient left the hospital under terms of returning the morning of (B)(6)2024 but never did. The modular cable connector cleaning was attempted. The driveline on the pump side inline connector was cleaned. There were no further alarms. The patient was admitted on (B)(6) 2024. They had an eroded modular cable and unfortunately did not return to have it repaired. The patient had been having intermittent low flow alarms. While at bedside on (B)(6)2024, they did not have any low flow alarms. Log files displayed multiple consecutive strings of controller clock corrupt alarms including several low flow alarms. The patient needed a new emergency backup battery (ebb). This patient¿s modular cable was changed multiple times. The reason was because the opposite portion of their modular cable that was eroded and could not be replaced; the side that was connected to their driveline, and pump. The patient was not as proactive about their care due to their lifestyle and home life situation. System controller clock was synced on the heartmate touch as far as accurate date and time. The patient planned to be inpatient at least another week or two. Cardiothoracic surgery (cts) and infectious disease (ID) were needing to come up with a plan of care for this pocket in their abdomen near the driveline. Log files captured low flow events on 31dec2024. There were also several low flow flags. Driveline cleaning was performed on (B)(6)2025 with a modular cable exchange. It was additionally reported that the patient passed away on (B)(6) 2025. Additional log files captured low flow events beginning at 7:42 pm on 07jan2025. These continued until 8:55 pm with flows fluctuating between 2.4-2.5 liter per minute (lpm). Further low flow alarms occurred starting at 10:51 pm and continued until the driveline was disconnected at 12:20 am. Flow values during this period progressively dropped from a baseline of 3.5-4 lpm down to 0 lpm. The modular cable 10620471 and system controller (B)(6) returned.

Manufacturer narrative:
This report was created as a follow up to report MFR# 2916596-2025-00151. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.